Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that following an intraocular lens (iol) implant procedure approximately 3 years ago, a patient is unhappy with their visual outcome. The patient was referred for a second opinion and the examination indicated visual complaints were due to glistenings in the iol that was visible upon slit lamp evaluation. Upon return the optometrist explained the visual complaints were not necessarily related to the glistenings. This is a bilateral complaint. This report is for the second eye.